Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, presenting to the emergency department with a blood glucose level up to 600 mg/dl and an infusion set issue identified as an unretracted blue needle guard left in place prior to insertion, which impeded insulin delivery; device alerts showed only high glucose and a change insulin notification. Symptoms included hyperglycemia without loss of consciousness, seizure, dizziness, or diabetic ketoacidosis. Outcomes included emergency care with an insulin drip, observation, and subsequent discharge, with the patient remaining off the ilet temporarily and capable of syncing logs. Investigation included a complaint review and user interview, during which the nurse removed the blue needle guard and assisted in replacing the infusion set. Investigation of this case revealed improper infusion set preparation and insertion due to failure to remove the needle guard, resulting in inadequate insulin delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.